Event description:
The reporter stated that a meter to hcp meter comparison was done at doctor's office. Tests were side by side, within 10 minutes. His meter read 88 mg/dl; doctor's meter (type unknown) read 167 mg/dl. The reporter did not have any symptoms. The reporter's strips tested "ok" with control solution. The receptionist at doctor's office arranged contact with lifescan representative. During troubleshooting, a control test result was 121 in range. The rptr stated that confirmation dot is checked for enough blood. Lifescan rep reviewed coding, application, control solution use & meter testing.